Manufacturer narrative:
The potassium and chloride electrode lot numbers and expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas 8000 cobas ise module. The potassium initial result was 3.9 mmol/l and the repeat result was 4.5 mmol/l. The chloride initial result was 90 mmol/l and the repeat result was 102 mmol/l.

Manufacturer narrative:
The field service engineer found an issue with the reference electrode. He cleaned the sipper and diligent nozzles, replaced electrodes, primed the system, and ran ise checks. The customer performed calibration and qc with acceptable results. The investigation determined the service actions resolved the issue.